Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, there was sudden flat line with fiber optic signal. There was no error message. The customer attempted to re-calibrate numbers all over the place. Tried switching to central lumen but waveform very bad. The inner lumen was clotted. The getinge representative suggested placement of a radial line which was done successfully. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: added unique identifier (UDI):(B)(4). Evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. We were unable to confirm the reported clotted lumen. However the optical fiber was found to be broken, confirming the reported fiber optic sensor failure & difficult/ unable to monitor waveform. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, there was sudden flat line with fiber optic signal. There was no error message. The customer attempted to re-calibrate numbers all over the place. Tried switching to central lumen but waveform very bad. The inner lumen was clotted. The getinge representative suggested placement of a radial line which was done successfully. There was no reported injury to the patient.